Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, one shunt sensor failed to calibrate. Another shunt sensor was then used for cardiopulmonary bypass surgery; however, the device could not determine the potassium value continually. The product was changed out. The surgery was completed successfully without delay. There was no patient injury.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).